Event description:
It was reported that a red call doctor icon was observed during remote monitoring of this implantable cardioverter defibrillator (ICD) system due to high out-of-range shock impedance measurements greater than 125 ohms on the right ventricular (rv) defibrillation lead. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.